Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The indication for the filter placement was bleeding complications related to anti-coagulant therapy for a deep vein thrombosis (dvt). The patient was also noted to have a history of dilated cardiomyopathy and a prior femoral to femoral bypass graft procedure. According to the information received the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration, tilt filter embedded in wall of the inferior vena cava (ivc), and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. The following additional information received per the patient profile form indicates that the filter perforated the ivc. The patient also reports to be suffering emotional and physical pain and anxiety. According to the medical records, the patient had a history of dilated cardiomyopathy and deep vein thrombosis (dvt). The filter was placed as the patient was having bleeding complications due to anticoagulation. At the index procedure, the device was placed without issue, post placement imaging demonstrated infra-renal placement of the filter with the retrieval hook inferior and the cephalad cone at the inferior endplate of l1, no complications were identified. The patient tolerated the index procedure well and the filter was successfully deployed during the index procedure without complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films and post implant imaging available to review, the reported migration, tilt, retrieval difficulty and perforation of the vessel wall could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (r0305629) presented no issues during the manufacturing process that can be related to the reported event. The device's expiration date is 02-2008. This report is a follow up report to MFR number 9616099-2016-00274 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration, tilt filter embedded in wall of the inferior vena cava (ivc), and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. The following additional information received per the patient profile form indicates that the filter perforated the ivc. The patient also reports to be suffering emotional and physical pain and anxiety. According to the medical records, the patient had a history of dilated cardiomyopathy and deep vein thrombosis (dvt). The filter was placed as the patient was having bleeding complications due to anticoagulation. The patient tolerated the index procedure well and the filter was successfully deployed during the index procedure without complications.